Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor cannula retracted inside sensor base, and found broken cannula, broken part is missing. See picture attachment file for details. Unable to confirm customer received sensor in said condition due to sensor was returned opened/used.

Event description:
Customer reported via phone call that they had sensor anomaly and calibrations not accepted, sensor had slight curved . The blood glucose at the time of the incident was 115 mg/dl. The device will be returned for analysis.